Manufacturer narrative:
Product complaint #(B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ? Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? =>unk ? Was the drain broken into two or more pieces?=>no ? Was the broken drain removed completely from the patient?=>yes ? Please confirm there were no drain pieces left inside the patient?=>no ? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(6) 0320 ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>(B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. The nurse confirmed that the tip of the drain was broken outside of the body, so use was stopped. Another product was opened and used, and the case proceeded without any problem. The operation time was no extension. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received for analysis. Complaint sample review : one complaint sample of drain of around 70 mm was received for evaluation, product was inspected visually, below were detailed findings: 1.drain was broke-off from the fluted area. 2.there was a deep cut mark present nearby the separation end. It is suspected that, separation surface of the drain might have came in contact with some pinned / sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.